Event description:
Could not get tubing to work in alaris pump. Would not flow, pump alarmed. Attempted to use the tubing without pump (free flow) but it would not work that way either. Three sets of tubing were tried, and would not work. Replaced with new tubing in pump, which did work. Patient was not harmed. Two tubing sets were retained for evaluation, one set contaminated with blood was discarded.

Event description:
Could not get tubing to work in alaris pump. Would not flow, pump alarmed. Attempted to use the tubing without pump (free flow) but it would not work that way either. Three sets of tubing were tried, and would not work. Replaced with new tubing in pump, which did work. Patient was not harmed. Two tubing sets were retained for evaluation, one set contaminated with blood was discarded.